Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (enter catalog number etlw1616c93e, serial number (B)(4), use by date: 11/03/2018 and (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm artery aneurysm. It was reported that the patient presented symptomatic. The CT revealed that there was thrombosis in the right iliac limb with total right limb occlusion. There is a slight narrowing of the iliac limb at the flow divider however, the physician stated; not enough of lumen diameter change to cause the total iliac limb occlusion. The physician decided to declot the entire right iliac limb and found there to be a slight compression of the aortic bifurcation. The physician elected to stent the area of slight compression with a balloon expandable stent. There was great profusion to both distal extremities following the procedure. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.